Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and motor error alarm. Customer¿s blood glucose level was 456 mg/dl at the time of incident and current blood glucose level was 466 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer was assisted in performing insulin pump rewind. Customer was able to complete insulin pump rewind. Customer did not receive an motor position encoder error alarm. Customer also reported that the insulin pump had received no delivery alarms. Customer was reporting a past event. Customer reported alarm did not occur during manual prime. Customer reported event was resolved by changing complete set. Customer reported that the drive support cap appears normal. Customer troubleshooting was declined for high blood glucose level. Customer was advised to the insulin pump will need to be replaced and to retrieve insulin pump settings and to discontinue use of the insulin pump and recommended customer refer to back up plan. The device will be returned for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.